Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the thread used for closing wound edges broke and the pt had to be re-operated on. The thread broke in the middle and not at the knot.